Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00146: case 2.

Event description:
The surgeon experienced post operative breakage of the acutrak 2 screw used to treat a jones fracture. This is case one of two that have been experienced.